Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "free gel in pocket". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, weight to the spec and opening curved on anterior. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified 40 mm dark patch edge material inside gel device, sharp crease opening on anterior, and stress marks. Based on the device analysis the final assessment was a sharp crease opening on anterior due to fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "free gel in pocket". Device has been explanted.